Manufacturer narrative:
The customer reported a potential lot number: 10r18l07068. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink continu-flo solution administration sets would not connect to the filtered tubing (continu-flo solution set) and one-link device (no further detail). It was further reported that the tubing male luer connection would not lock; drug leakage was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to product specifications. The sample was connected to a female luer and functionally tested. Functional testing included pressure testing and clear passage under water testing and no issues were noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.